Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced an occlusion alert on an ilet system while using a 2 steel 6 mm contact detach infusion set, followed by an ¿unable to proceed¿ alert during a supply change and priming sequence. The event resolved after replacing the cartridge and completing a successful supply change with visible drops and insulin delivery resumption. Symptoms included hyperglycemia with a reported glucose of 435 mg/dl. Outcomes included temporary interruption of insulin delivery and the need for user monitoring. Investigation included guided troubleshooting with a dry run, inspection of the connector alignment, and replacement of the insulin cartridge. Investigation of this case revealed that the occlusion condition cleared only after supply replacement and successful priming. It was concluded that the event was consistent with an infusion pathway occlusion that was resolved by changing supplies and completing priming. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.